Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) - implanted: 2008 (B)(6); 409252 implantable pacing lead - implanted 2003 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance, noise, and overpacing due to undersensing. It was noted that there was no sensing in unipolar or bipolar configurations. The lead was replaced. No patient complications have been reported as a result of this event.